Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer changed all of the pump supplies and insulin delivery was resumed.